Event description:
Radiant warmer was reported to have "burning smell". Rptr opened unit and found power board burnt at the heater element connection point. No direct danger to pt or staff. Unit was not being used on pt.